Event description:
The manufacturer received information alleging a patient's oxygen started dropping at night, while using device. There was no harm or injury reported. Patient had a respiratory therapist check device and found everything to look ok, stated that it was oxygen dissipation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.